Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4)

Event description:
MDR same case as: 2134265-2018-06959 and 2134265-2018-06958. It was reported that automatic pullback failure occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, the opticross¿ imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. No issues were found, the device appears to be in good conditions. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
MDR same case as: 2134265-2018-06959 and 2134265-2018-06958. It was reported that automatic pullback failure occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, the opticross imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.